Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure the following was found during the device evaluation, but was not related to the reportable finding: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately .058¿ x .152¿. The root cause of broken instrument proximal clevis is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have one of the housing snaps broken. The root cause of broken snaps instrument housing is typically attributed to the user. The instrument was found to have the entire length of the main tube surface with degradation. The root cause of degradation instrument main tube is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the permanent cautery spatula (part# 470184-13/ lot-sequence# n10190515-0049) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2022 during a pulmonary wedge resection performed via system serial# (B)(4). No investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the instrument had a broken pitch cable. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing and cleaning, the instrument was found to have a broken cable. There was no report of patient involvement and no reported injury during the last known usage. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.